Manufacturer narrative:
Concomitant medical products: rvdr01 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing of atrial tachycardia/atrial fibrillation (at/af) on stored electrograms (egm) was observed, resulting in false terminations of atrial tachycardia/atrial fibrillation (at/af) episodes. The ralead remains in use. No patient complications have been reported as a result of this event.